Manufacturer narrative:
H3: the pipeline flex device was returned within the marksman catheter. The pushwire extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and tip coil. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. The marksman catheter tip and marker were examined; and no damage was found. No other anomalies were observed. The total and usable lengths of marksman catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pushwire and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance as the pipeline flex was stuck within marksman catheter. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. The marksman catheter is compatible to use with pipeline flex, the patient's vessel tortuosity was moderate, and the catheter was continually flushed with heparanized saline as indicated in the IFU. Which eliminates these factors out as potential causes. However, the pipeline flex could not be confirmed to have failure/incomplete open as the pipeline flex braid ends were found to be fully opened and damaged. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that in the marksman, the dense mesh stent was delivered to the distal position. After the developing coil was exposed, there was great resistance during the correct deployment of the dense mesh stent, so the dense mesh stent was retrieved and re-deployed again. However, there was still a problem after the deployment again, so the plan was to withdraw the dense mesh stent and the microcatheter. During the withdrawal process, the dense mesh stent was unloaded at the distal position in the microcatheter. After withdrawing the microcatheter, an inspection revealed that there was an obvious crease at the distal end of the microcatheter, and the dense mesh stent was stuck at the crease. There was resistance in the distal section of the catheter. The catheter was flushed continuously with heparanized saline. The pipeline did not become stuck. The catheter was not damaged. The pushwire was not damaged. The catheter was kinked in the distal section. The catheter was flushed as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The patient was undergoing surgery for aneurysm blood flow diversion dense mesh stent implantation treatment of a saccular, unruptured right c7 segment aneurysm with a max diameter of 18 mm and a 4.1 mm neck diameter. The landing zone was 2.94 mm distally and 3.46 proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) met the standard. The angiographic result post procedure was smooth blood flow. The access vessel was the femoral artery. Additional information was received confirming that the pipeline was stuck in the microcatheter. The cause of the resistance and crease was not determined. There was difficulty opening the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.